Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer blood glucose level. Customer did not have an alternate method of insulin therapy. Tandem technical support offered to follow up with the customer to verify if back up therapy was obtained and customer declined.